Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis of over 600 mg/dl. It was stated that the insulin pump was cracked at the reservoir compartment. No further information was provided.